Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, the ventricular perforation was attributed to procedural factors (perforation with the guidewire during valve positioning). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, the patient sustained a ventricular perforation due to perforation with the guidewire during valve positioning. Initially, the delivery system was inserted and advanced to the aortic annulus. The valve was positioned and rapid ventricular pacing was initiated at a rate of 180 bpm. The valve was deployed, and immediately post deployment, the patient became hypotensive, blood pressure 80/53. The delivery system was removed, but the wire remained in place. Tee revealed no paravalvular leak or central ai, however, a pericardial effusion was noted. The patient had a small effusion pre-procedure, but it was felt that it had grown in size. The patient became increasingly hypotensive, and CPR was initiated. The wire was pulled back into the aorta, and a root angiography was performed, revealing no annular rupture, although there was slow flow into the left coronary system. A coronary angioplasty was performed in the proximal lad. The patient was simultaneously placed onto prophylactic cardiopulmonary bypass for blood pressure support. Intracoronary nitroglycerin was administered, and the left coronary system was noted to have brisk flow. CPR was discontinued once bypass was started. Tee revealed a worsening pericardial effusion, and a pericardial window was made in order to view the pericardium and perform a pericardiocentesis. Approx 350 ml of bright red blood was suctioned out, and the pericardium was flushed with warm 0.9% nacl. Per the physician, no active bleeding was noted in the pericardium. The patient was weaned off of bypass, and the pericardial window was surgically closed. A jp drain was placed. The patient was transferred to cvicu in stable condition. Post procedure, the surgical team reviewed the cine images from the procedure. Per report, during bav, the amplatz extra stiff wire was seen in the lv apex in proper position. During valve delivery, however, the wire was clearly seen past the lv apex and was out into the pericardium. A left ventricular perforation had occurred, but had simultaneously resolved when the amplatz wire was pulled back. The patient had severe left ventricular hypertrophy, which, per the surgeon, "allows a perforation to resolve quickly on its own due to thick myocardium." Reference MFR report # 2015691-2014-03029.